Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a patient with an implanted bi-ventricular implantable defibrillator (ICD) complained of"ticking and smothering" associated with right ventricular pacing; numerous programming adjustments were made to the ICD to eliminate the symptoms; the most change reduced the right ventricular pacing output to below the threshold for stimulation (subthreshold). No further patient complications were reported due to this event. The system remains in use.